Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error logged on (B)(6) 2010 in address "10 39". Por (power on reset) type is considered low severity. Device should be able to fully recover after reset. Atrial channel noise.

Event description:
It was reported that the patient complained of dizziness. When interrogated, the device had a power on reset message. The ventricular lead had varying impedances and unacceptable thresholds. The atrial lead had noise. The device was reprogrammed. The device and both leads remain in use. No patient complications have been reported as a result of this event.